Manufacturer narrative:
Correction: this report is being submitted to update the event problem description to include the error code component failure and the product UDI. The remstar auto device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found in the blower kit. In addition, the device had error code e053 (pca component failure). The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Correction: this report is being submitted to update the event problem description to include the error code component failure and the product UDI. The remstar auto device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found in the blower kit. In addition, the device had error code e053 (pca component failure). The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The remstar auto device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found in the blower kit. In addition, the device had error code e053. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.